Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 to the bilateral lower abdomen using a coolmax applicator. Approximately 6 months post treatment the treated area developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the lower abdomen with paradoxical hyperplasia (ph).

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 to the bilateral lower abdomen using a coolmax applicator. Approximately 6 months post treatment the treated area developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the lower abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 to the bilateral lower abdomen using a coolmax applicator. Approximately 6 months post treatment the treated area developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the lower abdomen with paradoxical hyperplasia (ph).